Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the common iliac artery (cia) with 75% stenosis, heavy calcification and moderate tortuosity. The 8.0x40mm armada 35 balloon dilatation catheter (bdc) had no resistance during advancement but ruptured during the first inflation to 15 atmospheres (atms). A non-abbott balloon was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.